Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2021, this peritoneal dialysis (pd) patient contacted fresenius technical support and reported they just returned from the hospital for peritonitis and a clinical concern (unspecified). Additional information was provided through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6)2021 for pain and cloudy pd effluent. A pd effluent culture was obtained at the clinic. The patient continued to experience pain and malaise resulting in the patient going to the emergency department (ed) on (B)(6) 2021. The patient was admitted to the hospital. The pd effluent culture resulted positive for stenotrophomonas maltophilia with a white blood cell count of 1658 (unknown units) and on (B)(6) 2021 was diagnosed with peritonitis. The patient had been prescribed intraperitoneal (ip) antibiotics with cefepime 1g daily for 13 days and ip vancomycin 2g every 5 days for 13 days. The patient was discharged on (B)(6) 2021 and continued to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis was attributed to spontaneous bacterial peritonitis.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of spontaneous bacterial peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Spontaneous bacterial peritonitis is an acute bacterial infection of ascitic fluid which generally has no identifiable source of the infecting agent. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On 22/may/2021 this peritoneal dialysis (pd) patient contacted fresenius technical support and reported they just returned from the hospital for peritonitis and a clinical concern (unspecified). Additional information was provided through the patient¿s peritoneal dialysis registered nurse (pdrn). The patient presented to the pd clinic on (B)(6) 2021 for pain and cloudy pd effluent. A pd effluent culture was obtained at the clinic. The patient continued to experience pain and malaise resulting in the patient going to the emergency department (ed) on (B)(6) 2021. The patient was admitted to the hospital. The pd effluent culture resulted positive for stenotrophomonas maltophilia with a white blood cell count of 1658 (unknown units) and on (B)(6) 2021 was diagnosed with peritonitis. The patient had been prescribed intraperitoneal (ip) antibiotics with cefepime 1g daily for 13 days and ip vancomycin 2g every 5 days for 13 days. The patient was discharged on (B)(6) 2021 and continued to complete pd therapy utilizing the liberty select cycler. The cause of the peritonitis was attributed to spontaneous bacterial peritonitis.